Manufacturer narrative:
Case(B)(4) the device was not returned for evaluation but a device history review was able to be obtained as the relevant lot number was available. The device history record was reviewed for lot 81030. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
On (B)(6) 18, a male patient underwent an off-pump deep-style ablation with laam where the cobr20a fusion 150 was used. There was nothing remarkable about the procedure. The patient woke up from surgery experiencing aphasia and right sided weakness. The initial CT scan performed on (B)(6) 2018 was negative with an additional CT scan performed on (B)(6) 2018 showing moderate-size acute infarcts confirming a stroke had occurred. During the case, heparin was given with an act being maintained at 350 seconds and above. Heparin was reversed at the end of the procedure. As of (B)(6) 2018, the patient still was experiencing aphasia and right sided weakness. There was no report of device malfunction.